Event description:
A peritoneal dialysis (pd) patient contact reported that the patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s wife discovered the patient on the morning of (B)(6) 2022. The patient¿s wife had spent the previous evening at a friends¿ house and found her husband in the morning. Emergency medical services (ems) was contacted, however upon their arrival the patient was pronounced dead at the residence. It was evident the patient expired several hours prior. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary), secondary to diabetes mellitus. The pdrn stated she never received the esrd death notification or death certificate before the patient¿s electronic medical record was closed. However, the pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s). The patient was not on hospice or end of life care.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the cardiac arrest occurred. However, the nephrologist reported (to the pdrn) the primary cause of death was a cardiac arrest, and the secondary cause provided was diabetes mellitus. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, the risk of death is greater in patients with esrd due to diabetes, and those patients on pd for rrt. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, there is no allegation or objective evidence a fresenius product(s) and/or device failed to meet user expectation or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s wife discovered the patient on the morning of (B)(6) 2022. The patient¿s wife had spent the previous evening at a friends¿ house and found her husband in the morning. Emergency medical services (ems) was contacted, however upon their arrival the patient was pronounced dead at the residence. It was evident the patient expired several hours prior. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary), secondary to diabetes mellitus. The pdrn stated she never received the esrd death notification or death certificate before the patient¿s electronic medical record was closed. However, the pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s). The patient was not on hospice or end of life care.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment.there were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s wife discovered the patient on the morning of (B)(6) 2022. The patient¿s wife had spent the previous evening at a friends¿ house and found her husband in the morning. Emergency medical services (ems) was contacted, however upon their arrival the patient was pronounced dead at the residence. It was evident the patient expired several hours prior. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary), secondary to diabetes mellitus. The pdrn stated she never received the esrd death notification or death certificate before the patient¿s electronic medical record was closed. However, the pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s). The patient was not on hospice or end of life care.